Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -8.5/+1.5/086 into the patient's left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vault. That same day, a shorter length lens was implanted, although it is unclear whether this was performed within the same surgery that the lens was removed. This resolved the problem. Cause of event reported as unknown.